Event description:
Embolization performed (B)(6) 2011. Pt admitted to hospital (B)(6) 2011, secondary to pain. She was discharged (B)(6) 2011 and readmitted to hospital (B)(6) 2011, secondary to pain and fever of 30 centigrade. Intravenous antibiotics and painkillers were administered. Pt was discharged (B)(6) 2011. As of (B)(6) 2012, she continues to feel very tired and weak.